Event description:
Reportedly, physician noted fuzz on valve when passed to him after rinse. Device not implanted and no pt complications reported.

Manufacturer narrative:
Fuss on leaflet. Device not returned.